Event description:
It was reported that the non-patient end shield fell off the bd autoshield¿ duo safety pen needle experienced leakage during use. The following information was provided by the initial reporter: during administration of the prescribed dose of insulin, the patient reports that he did not feel the injection. Upon checking the syringe it is found that the insulin dose was inside the protective cap.

Manufacturer narrative:
H.6. Investigation summary no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specification.

Manufacturer narrative:
The following fields have been updated due to additional information: b5: describe event or problem: ¿the cap had been removed. The needle used in this case, used together with the insulin pen, has a safety system that makes sure that the needle comes out of the protection when it is squeezed to administer and then re-enters the safety shield so that the personnel do not accidentally prick themselves. The system did not work, the needle did not come out, it did not prick the arm of the patient and when I pressed it, the insulin remained inside the protective plastic". H.2. If follow-up, what type: additional information.

Event description:
It was reported that the non-patient end shield fell off the bd autoshield¿ duo safety pen needle experienced leakage during use. The following information was provided by the initial reporter: during administration of the prescribed dose of insulin, the patient reports that he did not feel the injection. Upon checking the syringe it is found that the insulin dose was inside the protective cap. Additional information: ¿the cap had been removed. The needle used in this case, used together with the insulin pen, has a safety system that makes sure that the needle comes out of the protection when it is squeezed to administer and then re-enters the safety shield so that the personnel do not accidentally prick themselves. The system did not work, the needle did not come out, it did not prick the arm of the patient and when I pressed it, the insulin remained inside the protective plastic".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the non-patient end shield fell off the bd autoshield¿ duo safety pen needle experienced leakage during use. The following information was provided by the initial reporter: during administration of the prescribed dose of insulin, the patient reports that he did not feel the injection. Upon checking the syringe it is found that the insulin dose was inside the protective cap.